Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed that the right ventricular lead exhibited loss of capture and loss of sensing. It was discovered that the lead had dislodged. The lead was attempted to be repositioned, but the helix would not extend. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events for failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Analysis found the helix with partial extension clogged with blood. X-ray examination found an over torqued inner coil at the connector region. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for a helix mechanism issue was due to the helix being clogged with blood at the helix region and an over torqued inner coil at the connector region.